Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient felt stim in her leg. Patient stated it was like a full ache right before leg falls asleep. Patient had tried change to different programs and lowered stimulation. She felt that if she turned down the device, her symptoms return. Patient also mentioned the implant site still being sore. She was uncomfortable at night sleeping and can¿t wear jeans. The site was not red or hot to touch. Patient was informed by rep that she needs to make an appointment to see the healthcare provider (hcp) to discuss a possible lead revision. Patient was advised to turn off her device to see if pain would go away. The issue was not resolved at time of the report. There was no surgical intervention occurred or planned. The patient status was noted as alive, no injury. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.